Event description:
This was a cardiac lead extraction case to remove two 137 month old non-functional leads. The ra lead (mdt 5076) was prepped with an lld #1 and a 12f glidelight was used to lase down the lead before encountering some scarring and it was decided to upsize. A 14f glidelight was then utilized to lase, and with significant scarring and binding between the two leads, the ra lead was successfully extracted. The 14f glidelight was next used on the rv lead (mdt 5076), advanced through some dense fibrotic tissue to the svc/ra junction, and the ra lead tip released from the rv. Due to significant binding, the lead was unable to be removed from the body. The glidelight catheter was positioned / stalled around the svc/ra junction and when the physician would lase, the lead would slowly pull back but would not fully release from the heart. Ultimately, the lead finally released, and at that time the patient's blood pressure quickly declined. The patient was determined to be experiencing cardiac tamponade and a pericardiocentesis was performed, however it was unsuccessful. The patient was transferred to the or where a sternotomy was performed and a laceration at the svc/ra junction was discovered and repaired. The patient survived the intervention.